Event description:
It was reported that 26 bd ultrasafe¿ manual needle guards from lot 8256952, and an unspecified amount of needle guards from lot 8353724 had issues with the safety device detaching during use. The following information was provided by the initial reporter: "detached needle guard complaint descriptions: 20 complainants reported that when they opened/removed the pfs from the carton, the needle guard fell off. Complainants noticed it was detached upon opening the carton or noticed when they removed the pfs from the carton. 2 complaints reported that during administration the mng fell off 5 complaint reported the mng was detached but they were able to re-attach or manually manipulate and administer the dose"

Manufacturer narrative:
Investigation summary: the customer issued a complaint for separated product detected by end user. No sample was provided to bdm-ps for analysis; therefore, it is not possible to investigate the reported condition. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This product was designed with a low clipping force to accommodate easily all types of syringes during device assembly and so minimizing risk of flange or device breakage. The draw-back of this design is the relatively low retention force. Based on investigation conclusion a syringe can only become detached if syringe capture features (holding clips) of the device or the flange of the syringe get damaged/broken or the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it received an external impact after syringe insertion. None of these causes are related to bd process. H3 other text : see h10.

Event description:
It was reported that 26 bd ultrasafe¿ manual needle guards from lot 8256952, and an unspecified amount of needle guards from lot 8353724 had issues with the safety device detaching during use. The following information was provided by the initial reporter: "detached needle guard complaint descriptions: 20 complainants reported that when they opened/removed the pfs from the carton, the needle guard fell off. Complainants noticed it was detached upon opening the carton or noticed when they removed the pfs from the carton. 2 complaints reported that during administration the mng fell off. 5 complaint reported the mng was detached but they were able to re-attach or manually manipulate and administer the dose."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8256952. Medical device expiration date: 2022-08-31. Device manufacture date: 2018-09-13. Medical device lot #: 8353724 . Medical device expiration date: 2022-12-31 . Device manufacture date: 2018-12-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.